Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the act button on the insulin pump. Customer's blood glucose level was 250 mg/dl. Customer stated that the button works intermittently. Customer was advised that the insulin pump will need to be replaced and to revert to back-up plan per health care professional's instruction. No additional information provided.